Event description:
The plaintiff's attorney alleged the plaintiff experienced multiple cerebrovascular events on (B)(6) 2011 and (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-01270, 1225714-2013-01271, 1225714-2013-01272, 1225714-2013-01273, 1225714-2013-01275.